Manufacturer narrative:
(B)(4) initial report. Additional information, including post operative x-rays, operative notes, a detailed patient outcome, information regarding fixation of the cup, information regarding any implications to the surgery and the return of the device, has been requested to aid the investigation of this event. It has been confirmed that the screw broke into three parts, two of which were retrieved and one part was left in the patient. Surgery was delayed by approximately 15-20 minutes whilst attempting to remove the broken parts of the screw. The two retrieved parts of the screw were then discarded by the hospital and thus cannot be returned for examination. The surgeon could still achieve good fixation of the cup by using two other screws and he believes the reported event may be due to him tightening the screw when the thread was offline. He identified the issue and instead of removed the screw he continued to tighten. A post operative x-ray has been provided which will be reviewed at corin. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
A trinity screw broke during insertion. Part of the screw was left in the patient.

Manufacturer narrative:
Per -1489 final report. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Corin has not received any other reports in relation to parts from this batch. Part of the device was left in the bone and the other part of the broken device was not returned to corin and thus could not be examined. Based on the available information, the root cause of the device failure could not be identified and no further investigation can be conducted. Therefore, corin now considers this case closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity screw broke during surgery and part of the screw was left in the patient. Two other screws were used and good fixation was acheieved.